Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000150215. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during trial procedure while physician was gaining access to epidural space the patient passed out due to low blood pressure. As a result, the physician completed the trial procedure with one lead. The patient's feet were elevated and blood pressure returned to normal. Per most recent update patient is stable.